Event description:
It was reported that during a radical prostate procedure, the stapler did engage but the staples did not form across vessel. The layer was loose in the cavity. The staples were removed with grasper, had to suture the ova closed. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the long45a device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.